Manufacturer narrative:
2320643-2017-00011 is associated with (B)(4), breathe right nasal strips.

Event description:
Case description: this case was reported by a other health professional and described the occurrence of skin irritation in a patient who received breathe right nasal strips nasal strip (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started breathe right nasal strips. On an unknown date, an unknown time after starting breathe right nasal strips, the patient experienced skin irritation (serious criteria other: as per reporter). On an unknown date, the outcome of the skin irritation was unknown. The reporter considered the skin irritation to be related to breathe right nasal strips. . Additional details: this adverse event information was received via mail on 04 december 2017. He mentioned that he has had a lot of people suddenly complaining about sudden on set serious irritation with the breathe right nasal strips. He did not thought this was coincidental. There must be some change to the adhesive component, whether it be a different chemical or a different manufacturer of the chemicals that make up the adhesive. Follow up information was received on 31 january 2018 via adverse event reporting (aer) form by consumer. This case was downgraded to non-medically confirmed case as the reporter specified in the follow that she was not a doctor and she was layman. The patient's demographic details were updated. The patient stared using product about 10 years ago and stopped in (B)(6) 2017. The severe skin irritation requiring abstinence from product and use of cortaid to heal area. Tried to reuse the product and same irritation occurred. She switched to a different product with good result. The action taken with breathe right nasal strips was interrupted. Dechallenge and rechallenge were positive.

Manufacturer narrative:
This report is associated with (B)(4), breathe right nasal strips.

Event description:
Sudden on set serious irritation with the breathe right nasal strips [skin irritation]. Case description: this case was reported by a other health professional and described the occurrence of skin irritation in a patient who received breathe right nasal strips nasal strip (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started breathe right nasal strips. On an unknown date, an unknown time after starting breathe right nasal strips, the patient experienced skin irritation (serious criteria other: as per reporter). On an unknown date, the outcome of the skin irritation was unknown. The reporter considered the skin irritation to be related to breathe right nasal strips. This adverse event information was received via mail on 04 december 2017. He mentioned that he has had a lot of people suddenly complaining about sudden on set serious irritation with the breathe right nasal strips. He did not thought this was coincidental. There must be some change to the adhesive component, whether it be a different chemical or a different manufacturer of the chemicals that make up the adhesive.